Event description:
It was reported to medtronic neurosurgery that the slits at the distal end of the catheter were not completely cut.

Manufacturer narrative:
The product was unavailable for return as the hospital discarded the product. Therefore an eval of the device was not possible. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our catheters are 100% inspected at the time of manufacture.